Manufacturer narrative:
This report is for an unknown screws: locking/ unknown lot. Part and lot number are unknown; UDI number is unknown. Complainant part is not expected to be returned for manufacturer review/ investigation. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on an unknown date the patient underwent a hardware removal due to a non-union and infection. The titanium cannulated trochanteric fixation nail was removed and a biotech spacer was put in. A total hip is planned for the future. The procedure outcome and patient status are unknown. This report is for one (1) unknown screws: locking. This is report 4 of 4 for (B)(4).